Event description:
At a pacemaker check on (B)(6) 2015, after radiation therapy, it was reportedly impossible to interrogate the pacemaker due to wrong positioning of the telemetry head. The programmer was restarted, and the pacemaker interrogation was then successfully performed. However, pacemaker was found in standby mode. Preliminary analysis confirmed the reported switch to standby mode. It was most probably due to a single event upset (seu). Telemetry errors occurred during the re-initialization process performed on (B)(6) 2015, and interrupted it. Consequently, normal behavior of the pacemaker has been restored, except for the display of the battery table which has been corrupted. Only a hardware reset could restore the battery table.

Event description:
At a pacemaker check on (B)(6) 2015, after radiation therapy, it was reportedly impossible to interrogate the pacemaker due to wrong positioning of the telemetry head. The programmer was restarted, and the pacemaker interrogation was then successfully performed. However, pacemaker was found in standby mode. Preliminary analysis confirmed the reported switch to standby mode. It was most probably due to a single event upset (seu). Telemetry errors occurred during the re-initialization process performed on (B)(6) 2015, and interrupted it. Consequently, normal behavior of the pacemaker has been restored, except for the display of the battery table which has been corrupted. Only a hardware reset could restore the battery table.

Manufacturer narrative:
Physician decided to perform the recommended hardware reset procedure during a follow-up scheduled on (B)(6) 2016. Recommendations were sent on (B)(6) 2016 to provide the password necessary to perform the hardware reset procedure. Please refer to the attached preliminary analysis report.

Event description:
At a pacemaker check on (B)(6) 2015, after radiation therapy, it was reportedly impossible to interrogate the pacemaker due to wrong positioning of the telemetry head. The programmer was restarted, and the pacemaker interrogation was then successfully performed. However, pacemaker was found in standby mode. Preliminary analysis confirmed the reported switch to standby mode. It was most probably due to a single event upset (seu). Telemetry errors occurred during the re-initialization process performed on (B)(6) 2015, and interrupted it. Consequently, normal behavior of the pacemaker has been restored, except for the display of the battery table which has been corrupted. Only a hardware reset could restore the battery table.

Event description:
At a pacemaker check on (B)(6) 2015, after radiation therapy, it was reportedly impossible to interrogate the pacemaker due to wrong positioning of the telemetry head. The programmer was restarted, and the pacemaker interrogation was then successfully performed. However, pacemaker was found in standby mode. Preliminary analysis confirmed the reported switch to standby mode. It was most probably due to a single event upset (seu). Telemetry errors occurred during the re-initialization process performed on (B)(6) 2015, and interrupted it. Consequently, normal behavior of the pacemaker has been restored, except for the display of the battery table which has been corrupted. Only a hardware reset could restore the battery table.